Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer replaced supplies as necessary and resumed insulin therapy. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.